Manufacturer narrative:
Product investigation is in progress.

Event description:
Bacteria vaginitis [bacterial vulvovaginitis]. Disintegrated pieces of cotton¿I think that¿s what¿s causing the (infection). Retained- vagina [foreign body in reproductive tract]. Itchy - vagina [vulvovaginal pruritus]. Red - vagina [vulvovaginal erythema]. Looks like there were fiber disintegrated like pieces of the cotton - tampon [device breakage]. Case narrative: consumer reported via phone that the tampon appears to have disintegrated fiber pieces. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Bacteria vaginitis [bacterial vulvovaginitis] disintegrated pieces of cotton¿I think that¿s what¿s causing the (infection)..retained- vagina [foreign body in reproductive tract] itchy - vagina [vulvovaginal pruritus] red - vagina [vulvovaginal erythema] looks like there were fiber disintegrated like pieces of the cotton - tampon [device breakage] . Case narrative: consumer reported via phone that the tampon appears to have disintegrated fiber pieces. No serious injury reported.